Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. A screw was found to be loose inside the device. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was an abnormal sound while using the visera elite ii video system center. There was no patient harm associated with the event. The device was returned and evaluated, and a screw was found to be loose inside the device. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a specific root cause of the loose screw could not be determined. Olympus will continue to monitor field performance for this device.